Event description:
This spontaneous report was received on (B)(4) 2010 from a physician reporting for a consumer (age and gender unspecified) from the (B)(6). Medical history and the concomitant medications were not reported. On an unspecified date, the consumer was injected with evolence collagen filler (lot number 3235, dose and expiration date unspecified) intradermally, once, for an unknown indication. After an unspecified duration, the consumer developed an infection wherein the unspecified area became red, painful, tender, sore, warm, uneven and peeling. On an unspecified date, the consumer consulted a physician and was treated with high dose oral unspecified macrolide antibiotics for two weeks. After an unspecified duration, the infection was resolving but the area became lumpy and hard. After an unspecified duration, the use of the device was discontinued. This report was assessed as serious (required intervention) and the company causality was assessed as related. Manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated (B)(4) 2010. A retrospective review identified this complaint as reportable on 08-apr-2015. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 15-apr-2015. Manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated (B)(4) 2010. A retrospective review identified this complaint as reportable on 08-apr-2015. This closes out this report unless other additional significant information is received.